Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure the atrial lead was implanted however the lead parameters were not correct. There was an attempt to re-position the atrial lead, however after several attempts the tip was unable to retract. As a result, the atrial lead remained in the original placed position. During a follow up visit it was noted that the atrial lead exhibited low threshold, with varying impedance. It was also reported that due to the position of the atrial lead, farfield r-waves were noted. The atrial lead remains in use, and no patient complications have been reported as a result of this event.